Manufacturer narrative:
This event occurred on an unspecified date in (B)(6) 2018. (B)(6). The lot was manufactured january 8, 2018 - january 9, 2018. The device was received for evaluation. A visual inspection noted that the bladder was ruptured. The ruptured bladder was microscopically examined for signs of abnormality that may have caused the rupture and no issues were noted. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that bladder of a small volume intermate ruptured. The ruptured bladder occurred during filling of the device with unspecified medication. There was no patient involvement. No additional information is available.